Event description:
Potential for injury associated with the right motor intermittently shorting and causing a brake fault on the tdxspree power chair. This event could cause the product to make unintended and erratic movements and possibly cause injury to the user or bystander, or leave the user stranded.